Manufacturer narrative:
Investigation summary . This complaint is for misidentification of staphylococcus saprophyticus as staphylococcus xylosus when using phoenix panel pmic/ID-107 (448607) batch number 1215997. The customer did provide isolates and lab reports for investigation. To investigate, a total of 2 retention panels from the complaint batch were tested using customer returned isolates of staphylococcus saprophyticus (6039) on a phoenix m50 instrument and evaluated for identification results. Additionally, one retention panel from the complaint batch was tested using customer returned isolates of staphylococcus agalactiae (9357) on a phoenix m50 instrument and evaluated for identification results. Lastly, one retention panel from the complaint batch was tested using qc isolates of staphylococcus aureus (a29213). All panels tested yielded the expected identification results. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed six additional complaints on the complaint batch not related to this specific defect. Complaint trending revealed no trends associated with this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as necessary.

Event description:
It was reported that while using bd panel phoenix pmic/ID 107panel phoenix pmic/ID 107 a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: " it was reported that there was an isolate that the phoenix called s. Xylosus. (B)(6) identified the organism as s. Saprophyticus. ".

Event description:
It was reported that while using bd panel phoenix pmic/ID 107panel phoenix pmic/ID 107 a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: " it was reported that there was an isolate that the phoenix called s. Xylosus. Maldi identified the organism as s. Saprophyticus. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.